Event description:
A customer reported that the equipment's footswitch presented problems. Further information is not expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The customer confirmed the issue was attributed to the misuse of the device. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 18, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event was attributed to user misuse. (B)(4).